Event description:
It was reported that the 9600 system locked up prior to a case. No patient injury was reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The boards and connectors were reseated. The voltage was adjusted and the ground was repaired and the software was installed during the service call. The system was tested and found to be working as intended, and put back into service.